Event description:
During a routine device exchange, high capture threshold and high pacing impedance were noted on the left ventricular (lv) lead. The lv lead was connected to the new device and no further intervention was performed. The patient was stable and will continue to be monitored.